Event description:
It was reported that pcu alarmed communication error during infusions of maintenance IV fluids, vasopressin, levophed and fentanyl. The nurse was unable to reset the alarm and transferred all four infusions to a new pcu. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn gave sign off to rn in station and went to lunch covering rn heard pump alarming alarmed ¿'communication error¿ maintenance intravenous fluid (mvif), vaso, levo, and fentanyl going through that pump covering rn attempted to reset pump without success and had to transfer all drips to new brain depriving patient of needed lifesaving medications no patient harm."

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that pcu alarmed communication error during infusions of maintenance IV fluids, vasopressin, levophed and fentanyl. The nurse was unable to reset the alarm and transferred all four infusions to a new pcu.